Event description:
It was reported that patient underwent revision surgery. Initial procedure on (B)(6) 2015. Material issue was the purpose of the revision. Doi: (B)(6) 2015 dor: unknown. Affected side unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on observations on involved devices, a disassociation event occurred between poly liner and acetabular cup. A remarkable worn condition along with deformation and fracture of the rim of the liner are indicative signs of disassociation from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.